Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump received with protruded/loose drive support disk, cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, scratched lcd window and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer that their insulin pump was cracked around the display screen. Customer's blood glucose level was no provided at time of reporting. Nothing further reported.